Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the upper back (four treatments) on (B)(6) 2013 using the legacy coolcore applicator, and on (B)(6) 2023 to the flanks using the legacy coolcore applicator and to the middle of back using the legacy coolmax applicator and on (B)(6) 2013 to the lower flanks and right and left side of the abdomen using the legacy coolmax applicator who developed paradoxical hyperplasia in the upper and lower flanks and was diagnosed on (B)(6) 2013.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the upper back (four treatments) on (B)(6) 2013 using the legacy coolcore applicator, and on (B)(6) 2013 to the flanks using the legacy coolcore applicator and to the middle of back using the legacy coolmax applicator and on (B)(6) 2013 to the lower flanks and right and left side of the abdomen using the legacy coolmax applicator who developed paradoxical hyperplasia in the upper and lower flanks and was diagnosed on (B)(6) 2013.

Manufacturer narrative:
H.9 continued: additional correction removal number: z-1346-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.